Manufacturer narrative:
Investigation: the run data file was analyzed for this event. The signals in the run data file indicate the there were multiple level sensor alerts early in the procedure that indicated the reservoir was taking longer to fill than the trima accel system expected. Based on the information provided by the operator, it is likely that the level sensor alerts were caused by the replacement solution spike not being connected to any fluid. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue.root cause: operator error.

Event description:
The customer reported that during a double red blood cell collection, the incorrect fluid was spiked at the beginning of the procedure. The operator spiked the anticoagulant (ac) line with saline and did not spike anything with the replacement fluid line when prompted to by the system. There were several level sensor alerts and the system prompted the operator to end the procedure. The customer is following up with the donor to ensure that he is feeling ok. No medical intervention was required for this event. The entire patient identifier is (B)(6). The disposable set is unavailable for return for evaluation because the customer discarded it. This report is being filed due to device malfunction in the form of operator error that has the potential for injury.